Manufacturer narrative:
The field service engineer checked the instrument and all checks were acceptable. The calibration data from the instrument was compared with other devices and were comparable. Precision studies were performed and were acceptable.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The sample initially resulted in an hba1c value of 10.66 % accompanied by a data flag. The sample was repeated on a second integra 400 plus, resulting in a value of 5.92 % accompanied by a data flag. The sample was repeated on a third integra 400 plus, resulting in a value of 5.98 % accompanied by a data flag. The sample was also repeated on the complained integra 400 plus analyzer on (B)(6) 2021, resulting in a value of 6.79 % accompanied by a data flag. The customer considered the repeated result to be correct.

Manufacturer narrative:
The a1c-3 reagent lot number was 54387401 with an expiration date of 31-oct-2022. The customer has not had any further issues. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.